Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient experienced syncope which resulted in a fall and a strike to the patient's head. Boston scientific technical services (ts) was contacted for assistance and noted there were no recorded episodes in the time frame of the syncopal event. This device remains in service. No additional adverse patient effects were reported.